Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level ranged from 79 to 105 mg/dl. The customer was not experiencing an occlusion at the time tandem technical support was contacted. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.